Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a existing surgical heart valve, the valve was deployed and then recaptured three times due to suboptimal positioning. Per the physician, the cause of the suboptimal positioning was the patient's anatomy. At that time, the non-medtronic guidewire was switched out for a different non-medtronic double curved guidewire for better positioning in the aorta. A new valve was loaded onto a new delivery catheter system (dcs) and two more attempts were made to deploy the valve, but the valve moved aortic. The case was aborted and a non-medtronic valve was implanted. Of note, no pre dilation was performed. No adverse patient effects were reported.